Event description:
Had double mastectomy separately and chemo for breast cancer after getting mentor silicone low bleed implants. Pt has had nothing but pains, aches and fatigue unexplained by any medical researches.